Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17nov2020.

Event description:
It was reported there was an air valve liftoff failure. There was no patient involvement. The field service engineer (fse) confirmed the issue. The fse replaced the blower and the issue was resolved.